Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the endovascular stent graft allegedly foreshortened as it was placed in the cephalic arch via the left elbow. Therefore, a bare stent was used overlapping the stent graft to cover an approximate 5mm gap to cover the lesion and complete the procedure. There was no reported patient injury.

Event description:
It was reported that during deployment the endovascular stent system buckled and the stent graft allegedly foreshortened as it was placed in the cephalic arch via the left elbow. Therefore, a bare stent was used overlapping the stent graft to cover an approximate 5mm gap to cover the lesion and complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: based on the investigation of the returned catheter sample it was confirmed that it was difficult to deploy the stent graft. The outer sheath was found perforated in one position and the sheath marker was found broken which was concluded a consequence of stent graft marker interaction during deployment. The user reportedly realized the interaction during deployment and obviously managed to deploy the stent graft. A stent graft foreshortening could not be confirmed because images of the deployed implant have not been provided. As a result of the investigation performed the complaint was confirmed. However, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the applicable labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Regarding the anatomy of the placement site the IFU states: 'the safety and effectiveness of the device when placed across a tight bend including the terminal cephalic arch or across the elbow joint has not been evaluated.', and 'prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure.' Furthermore, the IFU states: 'prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline flushing these lumens will also facilitate stent graft deployment.' In addition, the release action of the stent graft including correct holding was found addressed in the IFU. (Device code + description4: 1157 - difficult to deploy), (eval code & desc - method 5: 3321 microscopic inspection).